Event description:
Patient had a medtronic enrhythm (B)(4) pmk. Implanted 2005. Medtronic had issued an advisory in (B)(6) 2011, re: early battery depletion of this device. New software was apparently loaded into the medtronic programmers, in the physicians office, as well as else where. This programming upgrade then reset new battery longevity criteria, and had the potential to cause rapid pacemaker battery depletion. Medtronic reports this occurs 1% of the time. This patient experienced rapid battery depletion, and she was pacemaker dependent. She suffered symptoms of severe sob and fatigue for 3 months, as pmk reverted to backup mode. She had extensive work up for these symptoms. Physicians and hospitals were not notified of this possibility. It appears that medtronic does not have any intensified follow up recommendations for these enrhythm devices, that could experience rapid battery depletion. Mwh reports that they have 6 enrhythm patients (out of 149 imwh implanted enrhythm patients) that have experienced this. A medtronic follow up recommendation would be desirable. Dates of use: (B)(6) 2005 - (B)(6) 2011.